Event description:
Boston scientific received information that two non-sustained ventricular tachycardia (nsvt) episodes were stored in the device, displaying noise on all three lead channels. Noise was not reproducible in the clinic and all lead measurements were reported to be stable. The noise resulted in pacing inhibtion of an unknown duration, however, no adverse patient effects were reported as a result. The patient's physician planned to continue to observe the device system.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.